Event description:
Intern called and said a pt came in and was comatose and edemic. The suspect device result was 396 mg/dl. A lab glucose was over 600 mg/dl. The pt also had a history of meningitis. The pt had subsequently died.